Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had fractured leads during the fall from downstairs. High impedance were noted on the patients leads and the patient was experiencing inadequate stimulation. The patient was reprogrammed and obtained full coverage.